Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. The unit powered up with dfib power cycle 1000 failure. Troubleshooting was performed and the problem was localized to a leaky capacitor c1904 and a defective 8-bit controller u1409. These components were replaced with known good components and the device passed all applicable tests.

Manufacturer narrative:
(B)(6).

Event description:
The customer contacted philips to report that the device has a power failure in pacemaker mode. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.